Manufacturer narrative:
(B)(4). Concomitant medical products - unknown cup, unknown stem, unknown head. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03760, 0001825034-2017-03761, 0001825034-2017-02194.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis, as it remains implanted; however, an investigation has been initiated. Upon completion of the investiation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2017-02194).

Event description:
It was reported that a patient has been indicated for revision due to an unknown reason. No revision has been reported to date and the patient has declined further treatment. Attempts have been made and additional information on the reported event is unavailable.